Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-12952; related manufacturer reference number:1627487-2021-12953; related manufacturer reference number:1627487-2021-12955. It was reported that the patient experienced ineffective therapy. X-ray imaging revealed that 3 out of 4 leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced. Issue resolved.